Manufacturer narrative:
(B)(4): the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was used during a stent placement procedure performed in the common bile duct of a patient to treat an impaired pancreatic duct drainage, on (B)(6) 2015, as part of the (B)(6) study clinical trial. Reportedly, the patient has a pancreatic duct stricture, sludge/debris, but no pancreatic stones and no history of acute pancreatitis of any etiology. According to the complainant, during the procedure the was noted to have been accordion and failed to curl. The stent was deployed in a satisfactory position across the stricture. There were no adverse events reported to the patient as a result of this event.